Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, the trailing haptic was torn during lens loading in to the eye of the patient. The surgeon suspected that the injector tip trapped the haptic. A new lens was used and the procedure was completed the same day without harm to the patient. Additional information has been requested.